Event description:
It was reported that left hip revision surgery was performed. Mild discomfort in anterior thigh, pain in lateral thigh radiating down leg to foot, crepitus in knee when ascending stairs; sharp groin pain a few months after surgery; mild left knee pain located at the medial joint line, tightness after sitting in one position for extended period; limitations in activities, limping; elevated metal ion levels.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. Mild discomfort in anterior thigh, pain in lateral thigh radiating down leg to foot, crepitus in knee when ascending stairs; sharp groin pain a few months after surgery; mild left knee pain located at the medial joint line, tightness after sitting in one position for extended period; limitations in activities, limping; elevated metal ion levels were reported.as of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr head and bhr cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although the cobalt and chromium levels were reported to be elevated, neither the units of measure nor the lab reports were provided. The intraoperative findings of a collection of white fluid and free-floating soft tissue globules may be consistent with findings associated with adverse local tissue reaction; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated cobalt and chromium levels and adverse tissue reaction cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.